Event description:
It was reported that flow accuracy was abnormal. This occurred during infusion at the facility. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage or defects. Through delivery accuracy testing, it was confirmed that the flow rate accuracy was within the specifications or unable to be determined or verified through evidence and test methods available. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.